Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Pre-dilatation was performed using a 2.5x12 semi compliant balloon. A 2.75 x 28mm promus elite drug-eluting stent (des) was deployed in the left circumflex artery (lcx), followed by deployment of a 3.00 x 38 mm promus elite mr des in the lad. The stent was fully inflated to 11 atmospheres (atm) without any issues. However, after deployment and post-dilation, a proximal stent edge dissection was noted in the proximal lad. The dissection was flow-limiting. Post-dilatation was then performed using a 3x12 and 3.5x12 non-complaint balloon at 12 atm. Subsequently, a 3.50 x 16mm promus elite des was deployed proximally, overlapping the previous stent and covering the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and was stable post-procedure.